Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical a visual inspection of the returned cycler exterior showed no signs of physical damage. A simulated treatment using (as-received) treatment settings with reduced dwell times was performed and completed without failures. System air leak test passed. Valve actuation test passed. The internal inspection of the cycler showed no discrepancies.the device history record did not reveal any issues or problems related to the reported symptom code(s).upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. An associated cause could not be determined.

Event description:
A peritoneal dialysis registered nurse [(pd)rn] reported a pd patient on continuous cyclic pd (ccpd) therapy expired while connected to the cycler. There was no specific allegation this event was due to a deficiency or malfunction of any product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pdrn, it was reported this patient expired on (B)(6) 2024 due to a cardiopulmonary arrest at home. It was affirmed the patient was connected to the cycler when found unresponsive by family on the morning of (B)(6) 2024; however, the patient¿s ccpd treatment was completed prior to his cardiopulmonary arrest. The patient¿s cardiopulmonary arrest leading to the death was attributed to a significant history of cardiac disease. Emergency services were not activated, and the patient was pronounced deceased in the home with no hospital transport. It was confirmed the patient¿s cardiopulmonary arrest leading to death was unrelated to ccpd therapy and not due to a deficiency or malfunction of any fresenius product(s) or device(s).

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis registered nurse [(pd)rn] reported a pd patient on continuous cyclic pd (ccpd) therapy expired while connected to the cycler. There was no specific allegation this event was due to a deficiency or malfunction of any product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pdrn, it was reported this patient expired on (B)(6) 2024 due to a cardiopulmonary arrest at home. It was affirmed the patient was connected to the cycler when found unresponsive by family on the morning of (B)(6) 2024; however, the patient¿s ccpd treatment was completed prior to his cardiopulmonary arrest. The patient¿s cardiopulmonary arrest leading to the death was attributed to a significant history of cardiac disease. Emergency services were not activated, and the patient was pronounced deceased in the home with no hospital transport. It was confirmed the patient¿s cardiopulmonary arrest leading to death was unrelated to ccpd therapy and not due to a deficiency or malfunction of any fresenius product(s) or device(s).

Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler and the patient¿s cardiopulmonary arrest, leading to his death. The cause of this patient¿s cardiopulmonary arrest can be attributed to a significant history of cardiopulmonary disease as reported by a medical professional. It is well known the esrd population continues to have significantly higher mortality, and fewer expected years of life when compared to the general population, particularly in the environment of cardiovascular disease. Therefore, the liberty select cycler can be excluded as a root cause or contributor to this patient¿s adverse event. Based on the required information, there is no specific allegation or objective evidence indicating a fresenius device(s) or product(s) deficiency or malfunction, caused or contributed to the patient¿s adverse events. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis registered nurse [(pd)rn] reported a pd patient on continuous cyclic pd (ccpd) therapy expired while connected to the cycler. There was no specific allegation this event was due to a deficiency or malfunction of any product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pdrn, it was reported this patient expired on (B)(6) 2024 due to a cardiopulmonary arrest at home. It was affirmed the patient was connected to the cycler when found unresponsive by family on the morning of (B)(6) 2024; however, the patient¿s ccpd treatment was completed prior to his cardiopulmonary arrest. The patient¿s cardiopulmonary arrest leading to the death was attributed to a significant history of cardiac disease. Emergency services were not activated, and the patient was pronounced deceased in the home with no hospital transport. It was confirmed the patient¿s cardiopulmonary arrest leading to death was unrelated to ccpd therapy and not due to a deficiency or malfunction of any fresenius product(s) or device(s).